Manufacturer narrative:
Other applicable components are: product ID neu_unknown_prog, product type: programmer, physician.

Event description:
Information was received from a company representative regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 2000mcg/ml at a dose of 250mcg/day. The pump's indication for use was listed as intractable spasticity and familial spastic paraparesis. Other medications that the patient was taking and medical history were unknown. It was reported that eos (end of service) occurred on (B)(6) 2016. The patient was told to go the emergency room and the pump was replaced. The patient's spasticity symptoms were very minimal following the eos pump. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.